Manufacturer narrative:
During servicing at zoll, the autopulse platform (sn (B)(6)) failed functional testing due to fault 16 (timeout moving to take-up position). The root cause of the observed fault code was a malfunctioning drive train motor, likely attributed to a failed component. The drive train needs to be replaced to address the observed fault code. Upon visual inspection, no physical damage was noted. A brake gap inspection was performed, verifying that the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During servicing at zoll, the autopulse platform (sn (B)(6)) failed functional testing due to fault 16 (timeout moving to take-up position). No patient involvement.